Event description:
Per the initial report, the first cap[dec] clicked on but detached before patient use, second cap[dec] clicked on but then detached before patient use, third cap[dec] attached and was used for a case and had difficulties removing from the endoscope. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Pentax medical america performed good faith effort to gather additional information regarding this event, however they are unable to obtain it at this time. If additional information becomes available, a supplemental report will be filed with the new information. Manufacturer MDR, duodenoscope model:ed34-i10t2, serial:unknown. Manufacturer MDR 9610877-2024-00014, dec distal cap model oe-a63 lot number 0011112. Manufacturer MDR 9610877-2024-00015, dec distal cap model oe-a63 lot number 0011112.

Manufacturer narrative:
Evaluation summary the facility did not respond to the gfe(good faith effort) . Therefore, endoscope serial number information could not be obtained and the DHR could not be investigated. Based on the investigation, since similar problems did not occur frequently at other facilities, we determined that it was a user error, but we were unable to determine the cause. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.